Event description:
The manufacturer received information alleging,difficulty in breathing/shortness of breath that are related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged difficulty in breathing/shortness of breath. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an internal inspection. They found an unknown dust contaminant on the top enclosure, rear panel, ui panel, bottom enclosure, blower, and blower seal. Potential mineral deposits were found on the motor and in the blower box, indicating potential water ingress. A keratin-like substance was observed on the blower box outlet and addresses the issue of keratin. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found zero error. The manufacturer was unable to directly address any symptoms or confirm the complaint. In this report, section h6 has been updated.